Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead helix was unable to fully retract. The lead was not used and another lead was implanted. The patient was recovering post procedure.